Event description:
I had a breast augmentation (B)(6) 2011. Shortly after receiving these saline implants, I've become very ill. Very ill and gotten worse over the last 6 years I've had these toxic bags inside my body. I am positive they are the cause for me being (B)(6) and feeling like I am going to die every day, with doctors only telling me "you're fine, you are healthy, your labs are great." Well duh, because it's these implants! It's not my body trying to kill me, it's these saline implants. I have over 50 symptoms that I struggle with on a daily basis. I just want to be healthy again, that is all. In those 3 years, they've all been abnormally high for inflammation. However, the doctors can't find it. They say it's just a "viral infection" which is common with breast implants. Breast implants serve as a trigger for dormant viruses, reactivating chronic viral infections.